Event description:
Customer states that during a turp (transurethral resection of the prostatel, on a male patient, the fluoro failed with a generator interface error. They finished this case without fluoro. No patient injury. Patient age is unknown.

Manufacturer narrative:
Mallinkrodt technical service advised facility biomed they need to replace the console and provided the replacement part number. Product monitoring follow up; biomed reports that they replaced the generator console and the system is fully functional.